Event description:
A pt's family member reported that pt's one touch ultra meter was reading inaccurately high and that pt passed out and was hospitalized. Medical affairs specialist was unable to reach the pt or family member to obtain more info. Per documentation on 10/21/02, the pt got a reading of 192 mg/dl (time/date unknown). Pt did not remember anything after the reading on the meter because pt passed out after. Per family member, pt was very cold and could not stand up prior to passing out. Unknown if pt even treated self based on the meter reading prior to passing out. Pt was taken to the hospital. The hospital meter read 8 mg/dl and pt was placed on "IV". The control solution test passed on the meter during troubleshooting. The pt did suffer an adverse event after testing on the meter. Although it is unclear if the meter contributed to the adverse event. Also, there is no evidence of meter malfunction. Sending a letter to try to contact the customer.